Event description:
The customer received a questionable creatinine plus result for one patient. All results are in umol/l. Two samples from the same patient were tested on the same modular p analyzer. The result from one sample was 91 and the result from the other sample was 157. Both results were reported to two different physicians. The second result was questioned by the physician since it did not fit with previous results for this patient. The sample was repeated by the laboratory and the result was 94. The patient was not adversely affected. The creatinine r1 reagent lot number was 666689 and the r2 reagent lot number was 666998. The expiration dates were not provided.

Manufacturer narrative:
On (B)(4) 2012, the customer reported another incident with questionable creatinine plus results that occurred on (B)(4) 2012. The initial result was 197 umol/l and was reported to the physician. He did not believe the result and he requested repeat testing. The repeat result was 43 umol/l. No information was provided to determine if the patient was adversely affected. The field service representative could not find a cause.

Manufacturer narrative:
The investigation could not determine a specific root cause. Evaluation of the calibration and qc data did not indicate a general reagent issue. As only creatinine was affected, a major instrument issue was not suspected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).